Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for an unspecified contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Update to b3 of initial. See b3 for further information. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lm's final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from the instructions for use (IFU) were identified. The user provided the result of culture tests which were performed in the third-party labs: sampling date: may 31, 2024. Sampling from: all channels. Cfu: >200cfu. Bacterial identification: klebsiella pneumoniae. Sampling date: jun 03, 2024. Sampling from: all channels. Cfu: >200cfu. Bacterial identification: enterobacter cloacae complex. Sampling date: jun 03, 2024. Sampling from: all channels. Cfu: >200cfu. Bacterial identification: klebsiella pneumoniae. Sampling date: jun 03, 2024. Sampling from: all channels. Cfu: unknown. Bacterial identification: stenotrophomonas maltophilia. Sampling date: jun 03, 2024. Sampling from: all channels. Cfu: unknown. Bacterial identification: pseudomonas aeruginosa. Sampling date: jun 03, 2024. Sampling from: all channels. Cfu: unknown. Bacterial identification: escherichia coli. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: 25 jun 2024. Sampling from: all channels. Cfu: <1. Bacterial identification: n/a. The device was evaluated where the metal part of the insertion section mount was scratched, and the inner wall of resin had fuzz which may have disturbed the performance of cleaning of the biopsy channel. The metal part of the suction cylinder pipe and the suction connector port was scratched which may have disturbed the performance of cleaning of the suction channel. The metal part of the inner pipe of the air water cylinder was scratched which may have disturbed the performance of cleaning of the air water cylinder. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.